Event description:
It was reported that during an in-clinic, the patient experienced high ventricular rate episodes that were caused by right ventricular (rv) lead noise which resulted in oversensing and pacing inhibition. The noise was reproducible with isometrics and autosense was turned on and set at 2.0 mv. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient was stable before, during, and after the procedure.